Manufacturer narrative:
There was no report of product malfunction from the physician. The device history record was reviewed and no anomalies were noted. The retain unit from the reported lot was tested, and results indicated a blocked guidewire lumen unrelated to the incident report. A second retain was evaluated, and there were no issues noted for functionality of the device.

Event description:
It was reported that a male pt received epicardial ablation followed by endocardial catheter ablation for the treatment of atrial fibrillation without incident, and was discharged 5 days post-op. Pt returned to ER with dyspnea/fatigue/infection 15 days post-op. Pt was readmitted to hospital with pneumonia, followed by sepsis 24 days post-op, and expired over one month from index treatment. Preliminary autopsy indicated perforation of the esophagus with communication to the pericardium at the level of the la auricle. Physician present at the case indicated that there was no device malfunction, and cause could have been related to surgical technique, catheter ablation, or use of other devices and instruments in the area. Results are inconclusive as to the cause of the perforation.